Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-11197. It was reported that the patient was experiencing weakness and numbness following a recent drg implant surgery. The patient was hospitalized and underwent surgical intervention to explant the system.